Event description:
During a customer site visit, the customer reported ballooning of the pump segment. The customer reported that during use on a pt, the pump alarmed for occlusion, the nurse opened the pump door and discovered a ballooned section of the pump segment just below the upper fitment. There was no pt harm reported and no medical intervention occurred. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.